Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that recurring malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose was 81 - 191 mg/dl. The customer reported that the pump would continue to be used for insulin therapy.